Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to end cap anomaly.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s low blood glucose level was 60 mg/dl and 154 mg/dl. The customer reported that the whole bottom piece where the bumper label, it was popped off. The troubleshooting was performed. The customer declined low blood glucose troubleshooting. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.